Event description:
A report was received that the patient underwent an explant procedure. There will be no further information provided to bsn.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.